Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2017, the user has no hearing sensations with the device. Parents reported a fall which resulted in a trauma to the head.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Since (B)(6)2017, the user has had no hearing sensations with the device. Parents reported a fall which resulted in a trauma to the head. The recipient was re-implanted.